Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The insulin pump detected an occlusion that prevents the flow of insulin. A possible connection issue or an occlusion in the tubing could lead to a no delivery alarm. Troubleshooting was performed and customer was advised to do a complete set change. Customer will call back if another alarm occurs in order to troubleshoot. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.